Event description:
It was reported that the physician's handheld battery was swollen and bulging out of the handheld. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis of the handheld was completed on 06/16/2015. Visual analysis of the handheld was able to verify that the main battery was swollen. The swollen battery can cause the battery latch switch to register that the latch is unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Analysis of the flashcard was completed on 06/16/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.